Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with blood glucose readings over 40 mmol/l. The customer stated that prior to the event, the customer was feeling ill and had elevated blood glucose levels. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.